Event description:
It was reported that the customer wanted to replaced the belt clip for the insulin pump. The customer's blood glucose was 42 mg/dl. It was stated that the customer had a low blood glucose, fell and broke the belt clip. The customer was treated with soda and was not hospitalized. Advised that a replacement belt clip would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.